Event description:
Boston scientific received information that during a normal replacement procedure, it was discovered that the right ventricular (rv) pacing impedance measurement was above 2,000 ohms and the auto lead detection was functioning when the rv lead was connected to this implantable cardioverter defibrillator (ICD). The rv pacing impedance measurement was 1,600 ohms went it was connected to the explanted device. The rv lead was disconnected and measurements were taken on the pacing system analyzer (psa). The pacing impedance measurement was confirmed at 1,600 ohms. However when the rv lead was reconnected to the ICD, the pacing impedance measurement was once again above 2,000 ohms. After taking between 10 to 15 measurements, the pacing impedance measurement was 1,975 ohms and the auto lead detection was deactivated. This ICD was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.